Event description:
Caller states the pt tested 6.9 inr on the coagucheck s system and 3.6 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.